Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an electrophysiology (ep) procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material separation was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the malposition of the device and subsequent treatment appears to be related to circumstances of the procedure. In this case an interaction of the device with patient anatomy or friable femoral vessel occurred causing the suture to pull out of the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, additional information received stating when the plunger was removed from the device, one suture broke off. No additional information was provided.